Event description:
Etoposide was prepared in a normal fashion in the pharmacy and transported to the infusion center. I received a call from an rn in the infusion center stating that there was liquid droplets on the inside of the chemotherapy transport bag and that the medication label was saturated with liquid. I stated that we would remake the preparation. I was unable to identify the cause of the leak initially. While checking the second preparation in the chemo hood I noticed liquid droplets on the outside of the IV bag. It was discovered that fluid was leaking from the "y" in the word "thoroughly" located on the IV bag, and it was determined that the first bag was also leaking from this spot. Using a different lot of IV bags the medication was again prepared and transported to the infusion center for administration. The IV bags with the same lot number were removed from use and a FDA medwatch report was filed. Baxter intravia container 500 ml non-dehp fluid path lot: dr16j18096.